Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient underwent ureteroscopic lithotripsy under general anesthesia and after which a double cavity balloon foley catheter (f14) was indwelled. The foley catheter was prolapsed on next day and the urinary duct was found to be intact and the water sac was ruptured. Also, it was considered that the foley catheter prolapsed spontaneously after the rupture of the water sac.